Event description:
It was reported that the health care professional (hcp) requested a review of a stored atrial tachy response (atr) episode for the patient with this pacemaker due to possible farfield oversensing. Technical services (ts) provided a review, discussed the atrial channel is oversensing the ventricular pacing. Ts discussed possible reprogramming options such as extending the atrial blanking period after the ventricular pacing. This pacemaker remains in service. No adverse patient effects were reported.